Manufacturer narrative:
Initial.

Event description:
It was reported that after a cartridge and infusion site change, the user experienced persistent very high glucose readings and rapid cartridge depletion without visible leaks, and the agent discussed a potential bent cannula or other delivery issue; the described device problem and component involvement could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included insufficient information regarding any health consequences, with no health impact documented. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.